Event description:
Customer called on (B)(6) 2011 reporting that the coulter lh 780 hematology analyzer generated false high ne% for an oncology patient without instrument generated messages and the result was reported outside the lab. Customer mentioned that the specimen was rerun twice, and both reruns gave erroneous results. Customer noted that one of the reruns generated instrument messages/blast flagging while the other rerun did not. Customer also performed a manual differential which showed 0% ne with blasts present on the sample and this result was considered correct field service engineer (fse) was dispatched and cleaned the flow cell optics, removed flow cell shims and aligned the flow cell.

Manufacturer narrative:
Fse cleaned the flow cell optics, removed flow cell shims and aligned the flow cell.